Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hypoglycemia end emergency room with medical intervention. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient thought the pod wasn't delivering any insulin, however then also reported that their blood glucose dropped to 3.0 mmol/l (54 mg/dl) while wearing the pod less than 1 hour. They were seen at the emergency room (ER) due to this. The adhesive wasn't sticking well and when removed from the infusion site (leg), the pod's cannula was found bent. In the ER the pod was replaced with a new one as medical intervention/ treatment.